Event description:
It was reported that a novum iq large volume pump had downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to power on the unit, navigate through the screens, and run an infusion without discrepancies. The flow rate accuracy was performed and had passing results with the acceptance criteria of plus or minus 5%. A review of event history log revealed multiple occurrences of downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.